Manufacturer narrative:
Tech found the bed in "down" storage area. Head up function not working manually or under power. Battery led is on. Problem determined to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Complaint alleged that head up function was not working. No pt impact.